Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: b5, d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error occurred due to the accumulation of dust inside the equipment. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified procedure that was completed with a similar device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera 4k uhd camera control unit displayed error code e117. There were no reports of patient harm.